Event description:
The manufacturer received information alleging active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a manufacturer service technician, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. In conclusion, the device's proportional valve and 3-way solenoid valve were replaced to address the issue. The root cause was confirmed at this time. The device passed all final testing.